Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The parent brought the child to the clinic reporting reduced hearing sensitivity of the recipient with the device. She has not been responding to sounds properly for the last month. Re-implantation is being considered. It was recommended to take CT scans.

Event description:
The parent brought the child to the clinic reporting reduced hearing sensitivity of the recipient with the device. She has not been responding to sounds properly for the last month. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parent brought the child to the clinic reporting reduced hearing sensitivity of the recipient with the device. She has not been responding to sounds properly for the last month. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.